Event description:
It was reported that a patient experienced air in the tubing of a homechoice cassette without an alarm. This was observed during drain of peritoneal dialysis therapy. The patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: the reported lot h240126865 is not recognized by the system. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d4: lot #: h24i26065 (previously submitted as h240126865). Correction made to d4: expiration date: 09/26/2029 (previously submitted as ni). Correction made to d4: unique identifier (UDI) #: (B)(4). (Previously submitted as ni). Correction made to h4: device manufacture date: 09/26/2024 (previously submitted as ni). Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.